Manufacturer narrative:
Investigation - evaluation : a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned one used ultrathane multipurpose drainage catheter for evaluation. The suture was broken at the loop and completely missing from the device. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows one nonconforming event which could contribute to this failure mode. The device was scrapped per procedure. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the physician wanted to change the drainage and opened the macklock fixation as it meant to be then straightened out the drainage with a wire. Upon completion after pulling out the drainage the thread was gone and still in the patient. A section of the device did remain inside the patient¿s body: the thread from the maclock is still in the body of the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.